Event description:
It was reported that unspecified alarm occurred. Reportedly, the customer performed a cartridge change to resolve the issue. There was no reported impact to the customer's blood glucose level. No additional information was provided and the customer declined troubleshooting with tandem technical support.